Event description:
It was reported that patient underwent initial hip arthroplasty on (B)(6) 2012. Subsequently, the patient underwent a revision of the acetabular component on (B)(6) 2015 due to migration of the acetabular shell into the pelvis. During this revision, the plastic lining inside the arcos anti-torque handle fractured. The surgeon wanted to do an acetabular reconstruction to create space by disarticulating the arcos proximal cone body from distal stem. It was further reported that the morse taper was very well fixed and the surgeon was unable to disassemble the arcos stem. There was no damage caused to the trunion and the modular head and acetabular cup were replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown. Initial reporter phone: (B)(6). 510k number - unknown. Manufacture date ¿ unknown.